Manufacturer narrative:
Biomérieux investigation was conducted. The organism was subcultured, and testing included two (2) cards from the customer card lot and one (1) card from two (2) random lots. Api 20ne was also performed. For all cards tested, a low discrimination call of acinetobacter lwoffii / moraxella group was obtained. Since acinetobacter lwoffii is presented as a possible organism, the results are acceptable for vitek® 2 testing. For the api 20ne, a good identification (92.8%) of acinetobacter lwoffii was obtained. The vitek 2® gn ID cards are performing within performance specifications. The customer result of moraxella was not duplicated.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Customer reported a misidentification for acinetobacter lwoffi (cap survey strain). Testing via the vitek 2 gn ID test kit (ref. (B)(4)) provided a result of moraxella sp. . The customer repeated testing of the cap survey strain twice. Result of moraxella sp was again obtained. There is no indication or report from the hospital to biom&#594;ieux that the organism misidentification led to any adverse event related to any patient's state of health. Submittal of the cap survey organism was requested from the customer. Biom&#594;ieux investigation will be initiated.